Event description:
A caller reported a cartridge alarm incident, which resulted in the customer's blood glucose level being displayed as ¿high,¿ but the specific value remained unknown. To address the high blood glucose level, the customer administered a correction bolus via the pump, and no assistance from a third party was required. Technical support decided to replace the pump after confirming the occurrence with consecutive cartridges. The customer was provided with instructions to put the pump into storage mode and return it using the provided return box and pre-paid label within 10 days. No backup therapy was available, but the customer planned to contact a healthcare professional for support.